Event description:
The customer reported false nonreactive architect syphilis tp results compared to other testing platforms. The patient was a 70-year-old male inpatient diagnosed with cerebral infarction. The patient had a 5-year history of syphilis and has been treated with ¿benzathine benzylpenicillin¿, which was currently stopped. The following data was provided: on (B)(6) 2022, autobio (clia method) syphilis result: 10.931 s/co (reference range: < 1.0 s/co is negative). On (B)(6) 2022, abbott architect (cmia method) syphilis result: 0.76 s/co (reference range is < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive). On (B)(6) 2022 abbott architect syphilis result: 0.75 s/co (new blood sample). Tppa: positive . Rpr: negative . There was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 8p06-31/-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false nonreactive archtiect syphilis tp results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The tracking and trending data was reviewed and did not identify any related trends for the product for the issue. In-house testing was completed using a retained reagent kit of the complaint lot. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. A review of the device history record did not identify any non-conformances or deviations associated with the lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect syphilis tp reagent lot 35292be01 was identified.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.